Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for obsessive compulsive disorder and movement dis orders. It was reported that when patient started a charging session, he would see reposition antenna screen, which he would then repositioned the antenna and then saw ¿sometimes and almost every time¿ warning screen indicating that the implantable neurostimulator (ins) had depleted and therapy had stopped, he would need to charge the ins. Patient stated that patient programmer was indicating that ins was on but implantable neurostimulator recharger (insr) screen indicated ins was off. Patient services instructed patient to use patient programmer (pp) to verify ins status and pp indicated that ins was on/ok. Patient confirmed that was true. Patient then stated insr an hour ago indicated ins was off. Patient did not turn ins off himself, so he did not know how this can be happening. Patient services reviewed that if ins charged was not maintained then ins would shut itself off. Patient was very confused throughout the entire call and could not explain himself and could not understand the patient services. It was indicated that patient was extremely hard to understand throughout entire call. Three weeks later, patient further reported that the insr was showing his stim was off, just as he did during the last call. Patient services tried to help patient use his insr to turn it back on but it did not work. Patient reported that he was not feeling well, as he did during the last call. A day later, a healthcare provider reported that patient could not communicate with insr to charge the device. The patient last recharged was 3 days ago. The ins could not communication with insr or patient programmer and physician programmer. Patient was not feeling stimulation. Patient was starting to get depressed and dysphoric due to lack of stimulation. It was indicated that patient had overdischarged strike in the past but the last 6 months, patient has been doing well and managing the device well. A sudden change in symptom was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.